Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) showed end of service (eos) and ceased stimulation. The patient consequently showed an exaggeration of symptoms, especially with the inability to open their eyelids, which was a known symptoms for them. Their symptoms will return if the ins wasn't charged every couple of hours. The eos was also unexpected but they think the ins dates may have been misjudged. According to the hcp the implant date was manually entered in year 2022 after the ins was reset due to interrogation with the ct900 device. This resetting may have been wrong and switching the month and date. It was set to (B)(6) 2010 for the implant date, but the correct implant date is (B)(6) 2010. They were discussing replacement options. Additional information was received: it was reported that a report from (B)(6) 2025 stated that 128,741 lifetime hours were used. Data showed that this leads to an activation date of (B)(6) 2010, so without further explanation it must be considered premature depletion. The patient was medically examined and classified as no emergency; the ins replacement was performed as scheduled. The symptoms were controlled and the issue was resolved.